Manufacturer narrative:
Customer did not provide sample information. Bci field service engineer (fse) replaced the sample probe, a broken cuvette and a new fe reagent lot. Fse "de-bubbled" the reagent, performed calibration, qc, and ran precision tests. Results met established ranges. On (B)(6) 2011, bci quality assurance contacted customer to confirm the true result. The customer could not retrieve the exact result, and stated that the lower result was a believable value.

Event description:
A customer reported to beckman coulter inc. (Bci) that upon retesting a sample, the unicel dxc 600 pro instrument generated a false high iron (fe) result of 414 g/dl. The instrument originally generated an fe result of 200 g/dl. The customer considers this result to be correct. The customer retested the sample because the instrument failed fe calibration back to back on (B)(6) 2011. The false high result was not reported out of the lab and there was no effect on patient treatment or diagnosis.